Manufacturer narrative:
Concomitant products: disregard primary tubing. The customer¿s report of a leak at the filter of a trifuse was confirmed but the reported crack was not observed. The extension set was visually inspected under magnification and no evidence of damage was observed. Functional testing confirmed leaking from the filter¿s vent, confirming that the filter membrane was damaged. The root cause of the leak was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the filter during an infusion of hyperal using a trifuse connector mated to a PICC line. There is no report of patient harm.